Manufacturer narrative:
Based on the information provided at this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient¿s reported abscess/infection. As reported eight years post implant the patient was diagnosed with an abscess and infection. The information provided to date is limited. Attempts have been made to obtain additional information. At this time a definitive conclusion cannot be made, however the patient's abscess / infection is most likely associated to a source extrinsic to the medical device. Note, there were no dates of implant or explant included in the article. Infection is a known inherent risk of surgery. Regarding infection the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A lot number was not provided, without this information a review of the manufacturing records cannot be conducted. Should additional information be provided, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported per journal of japan surgical association vol.78, page.809 (oct.20, 2017) p-0729. The article states that the patient underwent surgery for the repair of an abdominal incisional hernia and was implanted with a composix kugel patch. Per the article eight years later, the patient complained of redness of the abdominal wall and fever. She was diagnosed with abscess and infection. On the 10th hospital day, the mesh was removed. On the 40th hospital day, the patient was discharged.